Event description:
It was reported via repair work order that the footend jack on this stretcher would not lower from the foot pedals. The footend linkage had come loose from the pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.